Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a 31" (79 cm) approximately 3.4 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros¿ w/red cap, bag hanger that the customer reported leaking adriamycin through the spiros onto the pump. The customer reported that after 2 hours when the adriamycin was finished, the nurse saw droplets of the medication on the pump when disconnecting the spiros from the patient. There was patient involvement, however, no harm, no adverse event, and no delay in critical therapy.

Manufacturer narrative:
Additional information: d10: the device was returned on december 16, 2019 for investigation. Received one used empty container, 50ml partially fill in 100ml pab conatiner, 0.9% nacl injection usp by b/braun and one used list # cl3011t, 31" (79 cm) appx 3.4 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros¿ w/red cap, bag hanger. The cl3011t was primed with water at gravity pressure and hydrostatic pressure leak tested. Leakage was observed at gravity pressure from the area of the male and female luer bonded connection of the spinning spiros. The male and female luer bonded connection on the spiros was further evaluated under a microscope and evidence of inadequate luer engagement was found. The probable cause is due to inadequate luer thread engagement during the manufacture process. The device history review (DHR) review could not be completed since no lot number was provided.